Event description:
Related manufacturer reference number: 2017865-2022-12364. It was reported that the pacemaker exhibited premature battery depletion, and the right ventricular lead and pacemaker exhibited low pacing impedance. No programming changes were made. The patient's status was unknown.

Manufacturer narrative:
Additional information: e1.

Manufacturer narrative:
Correction: previously reported e1 (reporter phone number) should have been "(B)(6)", and previously reported g3 should have been "jun 13, 2022".

Event description:
New information received notes that the right ventricular lead was explanted and replaced. Patient condition was stable.